Event description:
It was reported that reinserting the board during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit's front end board connector pin bent. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional info: contact person : (B)(6). It was reported that cardiosave intra-aortic balloon pump (iabp) front end board connector pin bent. A getinge field service engineer (fse) when reinstalling front end board after coiled cable field action, one of the pins at the connector bent inward. The pins are not repairable because of being so fragile they will break completely off. Fse replaced the front end board ((B)(4). Pcb,front end module) and continues with the field correction and the pm. Fse have attached the pm service report with the check list. Unit approved for clinical use. There was no patient involvement. The defective components were received for further investigation. The fat performed a visual inspection and found the part to have bent pins. Please see attachment. Fat verified the reported failure but no root cause identified. Since this is physical damage the board won't be sent to the supplier for analysis. Retaining the part in the failure analysis and testing department per procedure number (B)(4). Rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to define.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a